Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons on the insulin pump are not working. The act button does not work when the customer tries to bolus. The time is advancing on the insulin pump. The customer's blood sugar has been in the 500 mg/dl to 600 mg/dl. They treated their blood glucose level with manual injections. Troubleshooting was performed but was not completed. The customer's current blood glucose was 198 mg/dl. The insulin pump is returning.